Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's daughter that following a recent storm the remote monitor was not receiving power. Different outlets and power cords were tried, but the situation did not resolve. The monitor was able to transmit successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.